Event description:
The pt's precision system was explanted due to infection at the pocket site.

Manufacturer narrative:
The explanted device was not returned for eval. A review of the sterilization records for the explanted device found them to be satisfactory. This is the final report.